Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was poor water supply due to foreign objects clogging the nozzle. Due to this clog, the draining function was reduced, and the air and water supply was insufficient. Additionally, foreign objects were observed: in the auxiliary channel, on the plastic distal end cover and in the cover phone tie. Also, it was observed that the bending section cover was dirty. These finding are due to insufficient cleaning or handling of the scope. Upon further inspection, it was also observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Additionally, the play of the up and down knob was out of the standard value due to wear of the angle wire. It was observed that the adhesive on the bending section cover had a chip due to chemical or physical stress. Discoloration was observed on the objective lens due to chemical stress. It was also observed that the forceps channel port was shaved due to handling. It was observed that the scope connector cover plate had peeling. It was also observed that the paint of the suction cylinder was peeled due to handling. Also, the suction cylinder itself was shaved with a cleaning brush due to handling. It was observed that the objective lens contained dirt, causing a partially dark area in the image. As a result of the dirt in the objective lens, there is a lack of image on the monitor. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: image guide protector, scope connector cover, scope connector cover unit, switch box, lock engagement lever, lock engagement lever knob, up and down knob, right and left knob, scope connector, universal cord, the grip and on the control unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera gastrointestinal videoscope had poor air supply. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that foreign objects were observed: in the nozzle, in the auxiliary channel, on the plastic distal end cover, in the cover phone tie. Additionally, the bending section cover was dirty. These findings are all reportable events. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation.